Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the two segments had two blue lines running down the length of the graft and carbon inner lining, thus identifying them as bard products. Trace amounts of blood were visible along the body of the graft. The segment measured approximately 6.9cm in length. No suture holes were identified. Partial circumferential tears were noted along the beading track of the returned segment. The beading was pealed approximately along half the returned segment. No kinks, indentations or abrasions were found. Both ends of the returned segment were noted to have uneven cuts. Functional/performance evaluation: segment of the graft measured approximately 6.9cm long. This measurement was below specification. However, it is unknown whether the graft portions had been trimmed down further prior to use. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion:the investigation is confirmed for torn material, as partial circumferential tears were observed along the beading track of the returned segment. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: when removing the external spiral support (beading) of impra flex¿ grafts, the beading must be removed slowly and at a 90° angle to the graft. Rapid unwinding and/or removal at less than a 90° angle may result in graft damage. Do not use surgical blades or sharp, pointed instruments to remove the beading as this may damage the graft wall. If damage occurs, that segment of the graft should not be used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a procedure when the beading was removed from the vascular graft, the graft tore. There was no patient involvement.